Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window. No detached retainer was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the retainer ring on pump was detached. The customer's blood glucose is unknown during the incident. The pump will be replaced. No further details are given.